Event description:
The initial reporter questioned the results of multiple patient samples tested for multiple assays on a cobas 8000 c (701) module. Discrepant results were provided for 1 patient sample tested for gluc3 glucose hk gen.3 (gluc3). The initial result was 178 mg/dl. The repeat result was 134 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The gluc3 reagent lot number was 647258. The expiration date was not provided. Calibration was last performed on 12-jun-2023. The field service engineer (fse) found the degasser on the instrument was old and had liquid inside. The fse replaced the degasser. The customer ran calibration and qc with acceptable results. The service actions resolved the issue.